Manufacturer narrative:
(B)(4).

Event description:
It was reported that during ICD change-out, the pace-sense portion of the right ventricular lead was unable to be disconnected from the device header. Pace-sense set screw was stripped. The lead was capped and replaced along with the ICD. The patient was stable post procedure.